Manufacturer narrative:
Age/weight/ethnicity: per EU regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2022 and (B)(6) 2022. Establishment name: (B)(6). Reporter last name: unknown, information was not provided. Telephone no.: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device lot history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an explant was performed to replace the intraocular lens (iol). Implantation was carried out according to the standard technique, without complications. In the post-operative period, there was a progressive deterioration (up to -1,5). After that, the iol was explanted and replaced with a similar model but with a different optical power (27.0 diopter). No further information was provided.